Manufacturer narrative:
Investigation summary: cadd solis pca pump (B)(6) was received from the customer stating that the pump parameters have been modified, a rheumatology patient with saphenous kt aimed analgesic after viewing on the internet the use of cadd solis pump found the parameter operation code pump and voluntarily changed the residual volume parameter. The customer reported issue was able to be confirmed through ehl (event history log) inspection. The cause of the reported issue was the patient tampering with pump settings as reported. As the reported problem was changing of pump settings, no action is required, as the settings can be changed back by the customer. Customizing the security code is recommended to prevent similar event occurring in the future. Before returning to the customer the device has to pass functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump parameters were modified. A rheumatology patient with saphenous kt aimed analgesic found the parameter operation code pump and voluntarily changed the residual volume parameter. No complication was subsequently raised on the patient. The doctor asked for the pump to be stopped and withdrawal from kt. There was patient involvement, and no patient harm/adverse event reported.